Manufacturer narrative:
The reported events of premature discharge of the battery, no magnet response, and no inductive telemetry were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and the titanium case. The device was cut open to enable further testing, and the battery was found depleted. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery, and resulting in the reported events. A manufacturing process anomaly consistent with a header bonding anomaly may have occurred. Corrective actions have been taken to address the issue. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with bradycardia and syncope noted on the patient¿s pacemaker. Upon examination, premature depletion of battery, loss of interrogation, no magnet response, and no pacing output was noted. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.